Manufacturer narrative:
Initial.

Event description:
It was reported that after sensor warmup the system showed bg run mode with a ¿start sensor¿ status and a failed freestyle libre 3 plus pairing, which was resolved through guided restart steps; the event is consistent with intermittent communication failure involving the antenna/electrical and magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.